Manufacturer narrative:
Device evaluated by MFR.:  the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling.   (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 20mm x 2.8mm, concentric, de novo target lesion was located in the mildly to moderately tortuous and calcified proximal to mid left anterior descending artery. A 2.75x20mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, the device cause a dissection in the proximal part. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.